Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that they were in the intensive care unit (ICU) on january 5th because the pump was empty and "almost died". Patient stated they were angry because "no one would listen" to them and they wanted the pump taken out. Patient also stated the pump was causing their leg to "go numb" and they had asked all of their doctors to "do something" to move it or take it out because it was physically hurting them because the pump was sitting on their hip and on nerves. Patient also stated they were in a wheelchair after being in the ICU but now they walk with a limp. Patient also stated they were told "every muscle" in their stomach had collapsed. Patient mentioned that they knew their body "better than anyone else" and knew "when something doesn't feel right". Patient stated their previous doctor's would only adjust the medication and change it without telling them. Patient also mentioned their previous healthcare provider (hcp) retired so now they do not have a managing doctor. Patient also mentioned they were "in more pain" now then they were before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.